Event description:
Senseonics was made aware of an incident where patient developed infection at the insertion site. The sensor was inserted on (B)(6) 2024. On the same day the site became inflamed. On (B)(6) 2024, the inflammation worsened and there was a pus formation. The patient was taken to emergency department of the hospital where the sensor was removed and antibiotics treatment was prescribed.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024. On the same day the site became inflamed. On (B)(6) 2024, the inflammation worsened and there was a pus formation. The symptoms also included swelling and pain. The patient was taken to emergency department of the hospital where the sensor was removed. The hcp prescribed amoxiclavulanic (amoxicillin and clavulanic acid) and ibuprofen. The patient is currently doing well and during a follow up call, the patient mentioned that the symptoms have gone down. This incident does not require further investigation.